Event description:
It was reported that the user began using the ilet and was unable to pair a dexcom g6 continuous glucose monitor (cgm) and transmitter that had previously been connected to a different insulin pump, and support advised moving the secondary pump to another room, attempting re-pairing, and restarting the ilet with a wait period before further steps. No clinical symptoms were reported. Outcomes included no impact on health and no alarms. User support included remote troubleshooting and education focused on bluetooth pairing interference and device restart. Investigation of this case revealed that the issue was a pairing failure likely due to the transmitter attempting to reconnect with the prior pump, with no ilet hardware malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user environment and device interaction causing bluetooth competition, resolved through standard troubleshooting.